Manufacturer narrative:
UDI not available for this system at time of filing. Device manufacturing date is unavailable at this time. No testing has been performed as the resolution was confirmed on-site. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, while getting ready to perform a spin, the imaging system was not communicating with the navigation system. There was an orange status on the equipment task. In the navigation selection on the imaging system it was possible to see the navigation system as a connection. The navigation system was rebooted, disconnected, and the issue resolved. The site was now observing a green line. There was no reported delay to the procedure due to this issue and no impact on the patient outcome.

Manufacturer narrative:
Additional information: UDI number received; device manufacturing date received.

Manufacturer narrative:
The software investigation was performed and log analysis found that the reported event was related to a software issue. This issue was documented in a manufacturer software anomaly tracking database.